Manufacturer narrative:
Used for catheter.

Event description:
It was reported an attempt was made in 2008 to implant a new pump and catheter. Due to the patient's scoliosis, only the pump and pump segment of the catheter were able to be implanted. Approximately two weeks later, the patient underwent placement of the distal catheter, which was spliced to the pump segment previously implanted.